Event description:
It has been reported to philips that the device freezes at a time during patient care.

Event description:
It has been reported to philips that the device freezes at time during patient care.